Event description:
Additional information was received: the decision was made to treat the patient with another manufacturer's stent graft

Event description:
An aneurx stent graft systems was implanted in a patient for endovascular treatment of an abdominal aortic aneurysm, approximately 4 1/2 years ago. The vessel and aneurysm morphology at the time of implant was unknown. Currently, the aneurysm is 8 cm in diameter, the vessel morphology was reported as the aortic neck is 24 mm in diameter at the lowest renal artery, and 30 mm below the renal arteries is 28 mm in diameter. There is disease progression, type ii endoleak and aneurysm enlargement. It was reported that the patient returned for a routine follow up. The routine ultrasound (no CT was performed as the patient has pre-existing renal issues not related to the stent graft or the procedure) follow-up confirmed that the stent graft has migrated distally 30 mm with a proximal type I endoleak present. There is also a large type ii endoleak that will be treated prior to the repair of the stent graft migration. The patient will be treated with an endurant aortic cuff this month. No additional clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
(B)(4). Evaluation, results: inherent risk of procedure (migration, endoleak), patient's condition affected effectiveness of device (disease progression; aaa expansion. Anatomy related; type 2 endoleak). Evaluation, conclusion: device failure/lack of effectiveness related to patient condition (disease progression; aaa expansion. Anatomy related; type 2 endoleak).